Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Corrected data: b1 - "product problem" should be removed from initial medwatch report. Claim#: (B)(4).